Event description:
For no apparent reason at all, the enuresis alarm is getting hot. You put in the batteries and the sensor, and it's getting hot like boiling water. Something was seriously wrong with the device. My son was wearing it in his afternoon nap and complained if stinging. Had to remove batteries to prevent overheating and skin burn. Not safe.